Event description:
The customer was receiving questionable ion selective electrode (ise) sodium results on their cobas c501 (serial number (B)(4)). This issue has been on going intermittently for about a week. The customer provided data for two patients, of which there was one erroneous result that was reported outside the laboratory. The customer repeated the analysis using the laboratory's other c501 analyzer (serial number (B)(4)). The patient's initial sodium result was 136 mmol/l. The repeat result was 127 mmol/l and issued as a corrected report. There were no adverse affects to the patient as a result of this event. The field service representative determined the cause of the event was an improperly placed sipper spring. He put the sipper spring on properly, adjusted the rinse mechanism, and checked all probe alignments. He verified the analyzer was functioning properly by running performance checks with passing results.

Manufacturer narrative:
Upon further investigation, the root cause for the event was a combination of improperly placed sipper spring followed by operator error with respect to the flagged calibrations. Calibration and controls were run prior to the event. The customer believes that calibration and controls were within specification, but is not completely certain. The calibration data provided for investigation from (B)(6) 2011 for two calibrations run prior to the event shows the calibrations were flagged with alarms. These two samples were most probably tested based upon these calibrations. According to the information given, no patients were affected by the discrepant results.